Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up" was confirmed during the functional testing and based on the archive data review. The root cause for the customer reported system error was a defective processor board, likely attributed to the device's aging. The autopulse platform was manufactured in 2009 and is 12 years old, well past the expected serviceable life of 5 years. Upon visual inspection, zoll service personnel noted a crack on the front enclosure, unrelated to the reported complaint. The root cause was likely attributed to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. The archive data indicated system error - user advisory (ua) 132 (internal watchdog timeout); thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on; thus, confirming the reported complaint. The defective processor board was replaced to address the reported system error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).